Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the screw was returned in 2 pieces as the tulip head was disengaged from the main screw body. No relevant manufacturing issues were identified as all units met specifications conclusion: the plausible root cause of the event is determined to be overtightening putting additional stress on the construct lead to tulip disengagement.

Event description:
It was reported that; after the first operation it was determined that the heads of the screw were removed from the screw in the result of the patient's application to the clinic with the pain and it was changed with the screws in the revision surgery.

Event description:
It was reported that; after the first operation it was determined that the heads of the screw were removed from the screw in the result of the patient's application to the clinic with the pain and it was changed with the screws in the revision surgery.